Event description:
It was reported on an unknown date, that they had a patient come in with a hypertrophic non-union with a retrograde femoral nail advanced put in about 6 months ago. The construct included two a to p screws proximally and two lateral to medial screws distally. The two screws distally were in fact broken at the nail. The lateral fragments were removed using the t25xl screw driver. The medial pieces were pushed through the medial aspect of the femur. No pieces were left in the patient and the procedure was completed once the nail and screws were removed. The nail and screws are not available for return. The procedure was completed successfully with a surgical delay of 15 minutes. There were no patient outcomes reported. This report is for one (1)unk - screws: nail distal locking. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.